Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the system was unable to power on. A philips field service engineer (fse) visited on-site and found that the ups was turned off due to blown fuses in the main cabinet. To resolve the issue, fse replaced the blown fuses. After replacement the system to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.